Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the manufacturing and expiration dates. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears brown. Brown material was observed within the device. Brown material was observed on the shell surface. Upon receipt the device was severely rented. Microscopic examination could not be performed because the device was returned encapsulated. No other anomalies were discovered. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. (B)(4).

Event description:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 9/13/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and experienced capsular contracture and rupture on the right side post-operatively. As a result, the patient underwent device removal and replacement with a 750cc mentor memorygel breast implant, catalog number 3507504bc, serial number (B)(4) on (B)(6) 2018.